Event description:
Pt. Underwent laparoscopic appendectomy and noted to be waking slowly. Monitor showed nitrous level to be 0.3-0.1 though this was not used on this pt. Pacu monitor showed nitrous being blown off. There were no adverse affect to the pt.